Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patients device was not working, not charging and the patient felt that there was a "wire loose." The patient felt a burning sensation. It was unclear whether the patient was referring to the implantable ins or an external device when describing the device not working and the wire loose. Further follow up in being done to determine this information. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.